Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had air bubbles in the tubing. The customer's father stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer's father does not recall any significant events leading to the issue. The insulin pump will not be returned for analysis.